Event description:
Healthcare professional later reported right side "hole in valve" and "hole on valve side". Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "hole in valve" and "hole on valve side". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation". This record is for the right side. Device remains implanted.